Manufacturer narrative:
One bipolar pacing catheter without any attached components was returned for evaluation. Continuity testing was performed and found that the distal lead wire had an intermittent condition around the electrode, when flexing the tip area of the catheter. The proximal circuit was continuous without any intermittent or open condition. No short condition was observed between the proximal and distal lead wires. A cut down was performed to isolate the intermittent condition and the intermittent condition was found to be at the distal lead wire tip. The balloon inflated but failed to maintain its inflation due to leakage from a gap around the circumference between the proximal electrode and the catheter body. The leakage is due to an adhesive separation, and leakage is from under the proximal electrode. No visible damage to the windings, balloon, or catheter body was observed. Balloon inflation test was performed using lab syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. There were no patient complications noted in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the swan ganz catheter was unable to pace from the beginning of use. The catheter was placed in the right ventricle. Pacing was started but pacing failure and sensing failure occurred. The cable and generator were exchanged but the problem was not solved. The catheter was exchanged and the problem was solved. The catheter was used for emergency treatment for unstable angina. It is unknown if the patient had cardiac conduction defect or not. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.